Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The advancer, drive shaft, handshake connections, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr and that the burr was detached from the coil. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled and the interior components were inspected for damages or defects. During destructive testing, it was identified that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate, leading to a device stall. No other issues were identified during the product analysis.

Event description:
It was reported that burr separation occurred. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, the device was inserted into the lesion and ablation was performed. However, difficulty crossing the lesion was observed and when the knob was returned, it was noted that the burr was separated. The entire system was removed from the body along with the rotawire, and the procedure was completed with another of the same device. There was no patient injury reported.

Event description:
It was reported that burr separation occurred. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. During the procedure, the device was inserted into the lesion and ablation was performed. However, difficulty crossing the lesion was observed and when the knob was returned, it was noted that the burr was separated. The entire system was removed from the body along with the rotawire, and the procedure was completed with another of the same device. There was no patient injury reported.